Manufacturer narrative:
(B)(4). Date sent: 1/4/2023. D4: batch # unk. Additional information: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Batch#: unknown. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass the first firing using a gold reload went fine. The second firing using a blue reload went fine. On the third firing while doing a pouch creation the motor engaged but when the blade got to the distal end it lost power. The battery was removed then reinserted and power was restored. The blade was retracted, the was removed, and a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/14/2023. D4: batch # 885a65. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no reload present. Small nicks in the edge of the knife were observed that are consistent with firing the device over existing staple lines or other hard objects. No other damage was observed. The device was tested for functionality with the returned battery in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A review of the device event log was conducted. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 885a65, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. D4: batch # x95z96..